Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance measurement of 1895 ohms and an acute change in pacing impedance measurements greater than 500 ohms. The local area field representative reported there was no noise and boston scientific technical services (ts) discussed there may be a connection issue with the device. The patient is scheduled to see their physician at a future date. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. This investigation will be updated should further information be provided.